Event description:
It was reported that while using 2 of the bd intravascular administration set and extension set there was obstruction in the tubing. The following information was provided by the initial reporter: verbatim: reported issue: obstruction in the tubing.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-jul-2023. H.6. Investigation summary: three samples model mx5301 lot 23039035 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for all three samples. The customer complaint, that the set was unable to be flushed, was replicated. A quality notification was sent to the manufacturer. From the manufacturing investigation, the potential root cause of occlusion between the tubing and female luer can be related to the application of solvent (excess) from the solvent dispenser. As a corrective action the mdgn dispenser will be replaced by the medical dispenser. A device history record review for model mx5301 lot number 23039035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 of the bd intravascular administration set and extention set there was obstruction in the tubing. The following information was provided by the initial reporter: verbatim: reported issue: obstruction in the tubing.